Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5.

Event description:
It was reported that the keypad was unresponsive. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and with severely scratched display window. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and missing the end cap sticker noted.